Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that during a case the mobile view station (mvs) lost connectivity with the imaging system. This occurred while attempting to transfer the exam to the s7. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, it was found that the log files indicated an intermittent pleora and ethernet connection failure. The umbilical cable was replaced. A successful system checkout was performed which verified that the issue had been resolved. The umbilical cable was sent back to the manufacturer for analysis where an electrical failure was confirmed for the part. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a case the mobile view station (mvs) lost connectivity with the imaging system. This occurred while attempting to transfer the exam to the s7. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.